Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B82471, b93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included caesarean section, coronary artery disease, anemia, hypertension, pulmonary embolism, hyperlipidemia, back pain, tobacco user and hyperlipidemia. Concurrent conditions included chest pain, headache, insomnia, palpitations, fatigue, pulmonary embolism, vaginitis, uterine bleeding, gastric pain, protein s deficiency, constipation, thrush, vaginal discharge, bacterial vaginosis, multinodular goiter, blurred vision and deep vein thrombosis. Concomitant products included acetylsalicylic acid (aspirin (cardio)), atorvastatin (B)(6) 2018, carvedilol (carvediol), clonazepam, clopidogrel bisulfate (plavix), leuprorelin acetate (lupron), macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), metronidazole (flagyl 250) on (B)(6) 2016, metronidazole (metrogel), nsaids since july 2014, paracetamol (acetaminophen) since july 2014, salbutamol (albuterol hfa) and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety") and migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety, migraine, abdominal pain, back pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 essure coils on right and 2 coils on left. Discrepancy noted in essure confirmation test:- mentioned as essure confirmation test not done, however in previous follow up essure confirmation test results mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, depression, pelvic pain lot no: b82471, production date:2013-10-11, expiration date : 2016-10-31; lot no: b93879, production date:2013-11-07, expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New events: abdominal pain, back pain, dysmenorrhea added. New reporter added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B82471, b93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included caesarean section, coronary artery disease, anemia, hypertension, pulmonary embolism, hyperlipidemia, back pain, tobacco user and hyperlipidemia. Concurrent conditions included chest pain, headache, insomnia, palpitations, fatigue, pulmonary embolism, vaginitis, uterine bleeding, gastric pain, protein s deficiency, constipation, thrush, vaginal discharge, bacterial vaginosis, multinodular goiter, blurred vision and deep vein thrombosis. Concomitant products included acetylsalicylic acid (aspirin (cardio)), atorvastatin from (B)(6)2018 to (B)(6)2018, carvedilol (carvediol), clonazepam, clopidogrel bisulfate (plavix), leuprorelin acetate (lupron), macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), metronidazole (flagyl 250) from (B)(6)2016 to (B)(6)2016, metronidazole (metrogel), nsaids since (B)(6)2014, paracetamol (acetaminophen) since (B)(6)2014, salbutamol (albuterol hfa) and tramadol from (B)(6)2015 to (B)(6)2018. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 essure coils on right and 2 coils on left. Discrepancy noted in essure confirmation test:- mentioned as essure confirmation test not done, however in previous follow up essure confirmation test results mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, depression, pelvic pain lot no: b82471 production date:2013-10-11 expiration date : 2016-10-31. Lot no: b93879 production date:2013-11-07 expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('within the container are four silver colored coiled metallic wires'), uterine perforation ('suspected perforation') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B82471, b93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included caesarean section, coronary artery disease, anemia, hypertension, pulmonary embolism, hyperlipidemia, back pain, tobacco user and hyperlipidemia. Concurrent conditions included chest pain, headache, insomnia, palpitations, fatigue, pulmonary embolism, vaginitis, uterine bleeding, gastric pain, protein s deficiency, constipation, thrush, vaginal discharge, bacterial vaginosis, multinodular goiter, blurred vision and deep vein thrombosis. Concomitant products included acetylsalicylic acid (aspirin (cardio)), atorvastatin from (B)(6) 2018 to (B)(6) 2018, carvedilol (carvediol), clonazepam, clopidogrel bisulfate (plavix), leuprorelin acetate (lupron), macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), metronidazole (flagyl 250) from (B)(6) 2016 to (B)(6) 2016, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, salbutamol (albuterol hfa) and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 essure coils on right and 2 coils on left. Discrepancy noted in essure confirmation test:- mentioned as essure confirmation test not done, however in previous follow up essure confirmation test results mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2020: surgical report: gross description: received in formalin in a single container, labeled" shavonda allen bilateral essure tubal device right long wire", are four segments of fallopian tube. One segment of fallopian tube is remarkable for normal appearing fimbria. The serosal surface of the largest segment is tan-pink and smooth. The three largest segments of fallopian tube are each sectioned. A complete lumen is identified within the largest segment. Also within the container are four silver colored coiled metallic wires ranging in from 2.7 cm in length x 0.2 cm in diameter to 12.0 cm in length x 0.05 cm in diameter. There is a minimal amount of attached, tan-pink, semi translucent soft tissue on each of the wires. Representative sections of the segments of fallopian tube, including a section through the fimbriated portion, the longest portion and a representative section through the remaining fragments are submitted.. Ultrasound pelvis - on (B)(6) 2015: impression: 1. Slightly globular configuration of uterus, which can be seen in adenomyosis. 2. Unchanged 1 cm probable uterine fibroid. Otherwise normal pelvic ultrasound.; on (B)(6) 2016: impression: uterus with a small fibroid normal uterine cavity satisfactory placement of essure devices bilaterally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, depression, pelvic pain, uterine perforation, device breakage. Lot no: b82471 production date:2013-10-11 expiration date : 2016-10-31. Lot no: b93879 production date:2013-11-07 expiration date : 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: medical records received. Events- uterine perforation and device breakage were added. Reporters added. Essure removal details updated. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('within the container are four silver colored coiled metallic wires'), uterine perforation ('suspected perforation') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. B82471, b93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included caesarean section, coronary artery disease, anemia, hypertension, pulmonary embolism, hyperlipidemia, back pain, tobacco user and hyperlipidemia. Concurrent conditions included chest pain, headache, insomnia, palpitations, fatigue, pulmonary embolism, vaginitis, uterine bleeding, gastric pain, protein s deficiency, constipation, thrush, vaginal discharge, bacterial vaginosis, multinodular goiter, blurred vision and deep vein thrombosis. Concomitant products included acetylsalicylic acid (aspirin (cardio)), atorvastatin from 31-jul-2018 to 20-sep-2018, carvedilol (carvediol), clonazepam, clopidogrel bisulfate (plavix), leuprorelin acetate (lupron), macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), metronidazole (flagyl 250) from 2-jun-2016 to 20-aug-2016, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, salbutamol (albuterol hfa) and tramadol from 20-apr-2015 to 5-sep-2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (ablation and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, uterine perforation, menorrhagia, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 essure coils on right and 2 coils on left. Discrepancy noted in essure confirmation test:- mentioned as essure confirmation test not done, however in previous follow up essure confirmation test results mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2020: surgical report: gross description: received in formalin in a single container, labeled" shavonda allen bilateral essure tubal device right long wire", are four segments of fallopian tube. One segment of fallopian tube is remarkable for normal appearing fimbria. The serosal surface of the largest segment is tan-pink and smooth. The three largest segments of fallopian tube are each sectioned. A complete lumen is identified within the largest segment. Also within the container are four silver colored coiled metallic wires ranging in from 2.7 cm in length x 0.2 cm in diameter to 12.0 cm in length x 0.05 cm in diameter. There is a minimal amount of attached, tan-pink, semi translucent soft tissue on each of the wires. Representative sections of the segments of fallopian tube, including a section through the fimbriated portion, the longest portion and a representative section through the remaining fragments are submitted.. Ultrasound pelvis - on (B)(6) 2015: impression: 1. Slightly globular configuration of uterus, which can be seen in adenomyosis. 2. Unchanged 1 cm probable uterine fibroid. Otherwise normal pelvic ultrasound.; on (B)(6) 2016: impression: uterus with a small fibroid normal uterine cavity satisfactory placement of essure devices bilaterally. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, depression, pelvic pain, uterine perforation, device breakage. Lot no: b82471 production date:2013-10-11 expiration date : 2016-10-31. Lot no: b93879 production date:2013-11-07 expiration date : 2016-11-30 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a female patient who had essure (batch no. B82471, b93879) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "did not undergo essure confirmation test". The patient's medical history included caesarean section, coronary artery disease, anemia, hypertension, pulmonary embolism, hyperlipidemia, back pain, tobacco user and hyperlipidemia. Concurrent conditions included chest pain, headache, insomnia, palpitations, fatigue, pulmonary embolism, vaginitis, uterine bleeding, gastric pain, protein s deficiency, constipation, thrush, vaginal discharge, bacterial vaginosis, multinodular goiter, blurred vision and deep vein thrombosis. Concomitant products included acetylsalicylic acid (aspirin (cardio)), atorvastatin from (B)(6) 2018 to (B)(6) 2018, carvedilol (carvediol), clonazepam, clopidogrel bisulfate (plavix), leuprorelin acetate (lupron), macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), metronidazole (flagyl 250) from (B)(6) 2016 to (B)(6) 2016, metronidazole (metrogel), nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, salbutamol (albuterol hfa) and tramadol from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psych injury/ psychological of psychiatric problems: depression and anxiety"), anxiety ("psych injury/ psychological of psychiatric problems: depression and anxiety") and migraine ("migraines / headaches"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: 2 essure coils on right and 2 coils on left. Discrepancy noted in essure confirmation test: mentioned as essure confirmation test not done, however in previous follow up essure confirmation test results mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: anxiety, menorrhagia, depression, pelvic pain. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs & mr received: lot number and events onset date were added. New events menorrhagia, vaginal bleeding, vaginal infection, anxiety, depression, migraines, did not undergo essure confirmation test were added. Reporters, patients demographics, race, lab data, medical history, concomitant condition and drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.